Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be associated with use of the device. One 5 fr d/l powerpicc and one stylet wire with t-lock extension set were returned for investigation. The stylet had been completely removed from the catheter. The red hang tag was attached to the wire. The distal end of the black pull tab was positioned 88.5cm from the proximal end of the septum on the t-lock extension set. The coil wire proximal to the t-lock extension set was stretched and over the core wire. The core wire was still attached to the black tab and the entire length of the core wire had been removed through the t-lock extension set. The core wire extended 71.9cm from the distal end of the black tab. The section of coil wire distal to the t-lock extension set was tightly coiled. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and a portion of the surface at the distal end of the core wire and coil wire exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The red hang tag on the stylet states, ¿warning ¿ do not cut stylet-withdraw stylet before trimming catheter¿. One of the precautions in the IFU states, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ the product IFU also states, "flush the catheter with sterile normal saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal. Never use force to remove the stylet. Resistance can damage the catheter."

Event description:
It was reported that when opening power PICC 5 fr and pull the guide wire to cut the catheter to adjust it in the ideal size for the patient (around 40 cm), the wire presented resistance and unraveled. Then, when trying to wash the catheter, without the guide wire, there was resistance in the two access, the purple access was more resistant than the red one. It was tried with a volume greater than 20 ml, but the same level of resistance was maintained.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1375 showed no other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that when opening power PICC 5 fr and pull the guide wire to cut the catheter to adjust it in the ideal size for the patient (around 40 cm), the wire presented resistance and unraveled. Then, when trying to wash the catheter, without the guide wire, there was resistance in the two access, the purple access was more resistant than the red one. It was tried with a volume greater than 20 ml, but the same level of resistance was maintained.